Manufacturer narrative:
The patient's weight was unable to be obtained. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-02524. It was reported the patient's scs system was explanted due to spinal stenosis in the thoracic area, which caused the patient right leg weakness.